Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The supplied power cord was plugged in to the supplied power extension cable, and it was noted that the green light lit up on the power cord. When the unit's power button was pushed, the button flashed blue but the unit did not power on successfully. The supplied power cord was plugged into the unit directly, and again the power button flashed blue but the unit did not power on. The supplied power cable and supplied power cord were connected to a known-good cmems i3 unit, and again the power button flashed blue but the unit would not power on successfully. A known-good power cord was connected to the supplied power extension cable and the returned cmems unit powered on successfully, with no additional interruptions of power or other power aberrations observed. The field reported complaint of unit sparking when attempting to power on was not reproducible, but the field reported complaint of unit would not power on was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the cause for the reported event was attributable to electrical issues with the power cord.

Event description:
The patient called to report that their unit began to spark when attempting to power the unit on. Troubleshooting included verifying that unit is plugged into a wall outlet. All chords are straight and snug. Green light is on power adapter. Patient stated that when they tried to power on the unit, it sparked from the tail piece attached directly on unit and would not turn on. The cause of the problem was determined to be the unit will not power on due to a spark at tail end piece on unit. A replacement unit has been ordered to resolve the issue.